Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is providing false 12 lead ECG readings. There is no reported adverse patient impact.